Event description:
It was reported that the pump was unresponsive.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.